Manufacturer narrative:
The physician reported buckling causing paravalvular leak as a result of oversizing of the percival valve. The replacement of the valve with a stented trifecta size 19 corrected the leakage and the patient was reported as fine. This indicates that the root cause of the case can be attributed to a mis-sizing. The valve was discarded by the hospital and no further information is available. No further investigations will be performed at this time. If further information regarding the case is received the event will be reassessed. Device disposed of by hospital.

Event description:
On (B)(6) 2018 a percival pvs23 was implanted via mics as a redo tavr for a sapien originally implanted for aortic stenosis. The physician noticed a paravalvular leak and determined the valve was buckling due to oversizing on post-operative echo-cardiograph. The valve was explanted and replaced with a stented trifecta valve size 19. Approximately 30-45 minutes of x-clamp time was added to the procedure as a result of failure to implant.

Manufacturer narrative:
Manufacturer narrative: the physician reported buckling causing paravalvular leak as a result of oversizing of the perceval valve. The replacement of the valve with a stented trifecta size 19 corrected the leakage and the patient was reported as fine. This indicates that the root cause of the case can be attributed to a mis-sizing. Since the device was discarded by the hospital, livanova performed device history record review for further investigation. The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that the valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release.